Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to sub-cuff atrophy of resulting in recurring incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Following the surgery, the patient fully recovered.